Event description:
Philips received a complaint on the patient information center ix indicating that they are unable to monitor new telemetry patients. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer, who called back to say changing the rf access code on the mx40s resolved the issue. The device was confirmed to be operating per specifications, and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.